Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges her chair was wobbly and while riding it, ran over a crack in the sidewalk allegedly causing her to fall out.

Manufacturer narrative:
The provider evaluated the device in the field. The device is working properly.

Event description:
Consumer alleges her chair was wobbly and while riding it ran over a crack in the sidewalk allegedly causing her to fall out.